Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the event and therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 3. The fill volume was 1500ml and the total drain volume was 2470ml which meets iipv criteria. No patient injury or medical intervention was reported.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The device functioned normally during product analysis lab (pal) testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intraperitoneal volume (iipv) identified via device logs review. Review of the device's previous service record revealed no issues that may have contributed to the reported problem. The assignable cause of the iipv was determined to be insufficient drain: one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).